Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off. The reservoir does not stay locked in. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that when she was inserting a new set, she noticed that half of the circle was completely gone. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer stated that the reservoir opening cracked off. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.